Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that an ar-13995n scorpion needle broke inside the joint of a patient during the first pass through the supraspinatus. The surgeon opened a second ar-13995n scorpion needle and again during first pass the tip of the scorpion broke. None of either of the broken pieces were retrieved from the patient. This was discovered during use in a shoulder arthroscopy on (B)(6) 2021. The case was completed by using ar-6068-45r and a 3rd ar-13995n. The issue added 1/2 hour the procedures end time.